Event description:
It was reported that during a surgical procedure at the user facility, the device would not retain a bur. It was confirmed that no device components fell into the surgical site. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the user facility the device would not retain a bur. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
Added confirmation that nothing fell into the surgical site. During device evaluation it was found that the collet foot was broken, which can lead to the reported event and can be caused by a material fatigue issue or impact.